Event description:
On 13-apr-2026, the following was reported by the home care nurse: patient had surgery for a shoulder wound and surgeon approximated most of the wound edges but left a little opening for exudate to evacuate. A 3m¿ v.a.c.® peel and place dressing was placed and remained in place for five days, followed by a dressing change and new application of a 3m¿ v.a.c.® peel and place dressing. The newly placed dressing remained in place for three days and was removed on (B)(6) 2026. There was scant drainage from wound and v.a.c.® therapy was held due to wound bed was allegedly 100% slough. On 15-apr-2026, the following information was reported by the home care nurse: the patient required an incision and drainage procedure for debridement of bone and muscle. The 3m¿ v.a.c.® peel and place dressing lot number was not provided, and the dressing was not returned; therefore, a device history record review and a device evaluation could not be performed.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged slough requiring debridement is related to the 3m¿ v.a.c.® peel and place dressing. A device evaluation and device history record review could not be performed. Device labeling, available in print and online, states: warning: keep v.a.c.® therapy on: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy or apply an alternative dressing, such as a wet to moist gauze, as approved during times of extreme need, at the direction of the treating physician. 3m¿ v.a.c.® peel and place dressing change interval: wounds being treated with the 3m¿ v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, 3m¿ v.a.c.® peel and place dressings may be left in place for up to 7 days with the frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often; the dressing change intervals should be based on a continuing evaluation of wound condition and the patient¿s clinical presentation, rather than a fixed schedule. 3m¿ v.a.c.® peel and place dressing specific information: the 3m¿ v.a.c.® peel and place dressing has a protective interface layer so the foam area can be placed over both the wound and surrounding intact skin. The interface layer allows the dressing to be used for up to 7 days. The drape border can be lifted and repositioned once during initial application to simplify dressing placement. Refer to the 3m¿ v.a.c.® peel and place dressing application instructions section for appropriate wound types and depths. An alternative 3m dressing may be required for some wounds. Deterioration of the wound if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance / expertise of a specialist: if available on the therapy unit, check the therapy history log to ensure the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Disclaimer: this information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kinetic concepts, inc. Product malfunctioned, is defective or has caused serious injury.